Event description:
A nurse pushed on the back of the hanging boom to move the monitors closer to the patient and when the nurse stopped the boom, the monitor dislodged from its swivel base and fell to the floor near the patient. It was thought to have brushed the pt's leg when falling. The pt expressed on injury from the monitor incident.